Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient¿s parent, on approximately (B)(6) 2025, the patient woke up by accident and while getting panadol (paracetamol) she ¿felt out of it¿, experienced seizures and ended up on the floor. An ambulance was called, and they took a bg reading which was 2 mmol/l and the cgm reading was 8 mmol/l. The patient did not require hospitalization. The patient was treated with gluco gel and given carbohydrates. At the time of the report the patient was okay. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.